Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in battery longevity. The right ventricular (rv) lead exhibited a decrease in impedance that was now low. It was also noted that the same thing had happened approximately one year prior and the impedance values had normalized. The right atrial (ra) lead exhibited an increase in impedance. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2020; product ID: w1tr01 crtp, implanted: (B)(4) 2020. If information is provided in the future, a supplemental report will be issued.